Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11199561. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00743. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x / 30582671) and the physician relt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x / 30582671) and the physician felt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication. On 05-jan-2022, additional information was received. The information indicated that the procedure was intracranial stent implantation. Adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent is stuck in the microcatheter, as a result, the physician removed the stent with the microcatheter together from the patient¿s body. The stent/stent delivery system did not appear damage. No visible kinks nor other damages were observed on the microcatheter. Another 150cm x 5cm prowler select plus microcatheter (606s255x) and another 4mm x 16mm enterprise 2 vrd (encr401612) were used as replacements to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) was received contained in a pouch. Visual inspection was performed. It was noted that the stent component and the delivery wire were separated. No damages were observed on the introducer and the delivery wire. The struts near the stent markers were observed to be bent. Functional testing could not be performed because the stent component was already deployed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11199561. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the during the procedure, the 4mm x 16mm enterprise 2 vrd was pushed into the prowler select plus microcatheter and resistance was felt. The stent was then found to be released in the distal end of the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The stent was stuck in the microcatheter and the physician removed both devices from the patient¿s body. The reported issue that the stent was impeded in the microcatheter is likely related to the microcatheter that was observed to have a compressed area. The stent was returned in a deployed state; this confirmed the reported issue that the stent became prematurely deployed in the microcatheter. Factors that may have contributed to the bent struts observed on the stent cannot be conclusively determined; it was not known when the issue occurred. The struts may have become bent either as a result of the reported resistance encountered or during post-procedure handling. The exact cause cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following precautions: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are:3008114965-2021-00743. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-jan-2022. [Additional information]: the healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x / 30582671) and the physician felt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication. On 05-jan-2022, additional information was received. The information indicated that the procedure was intracranial stent implantation. Adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent is stuckin the microcatheter, as a result, the physician removed the stent with the microcatheter togetheter from the patient¿s body. The stent/stent delivery system di dnot appear damage. No visible kinks nor other damages were observed on the microcatheter. Another 150cm x 5cm prowler select plus microcatheter (606s255x) and another 4mm x 16mm enterprise 2 vrd (encr401612) were used as replacements to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742 and 3008114965-2021-00743. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jan-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742 and 3008114965-2021-00743. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.